Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a procedure, the probe was not cutting the vitreous. The probe was exchanged to complete the case without harm or injury to the pt. Additional information has been requested.